Event description:
It was reported that the night before, the patient's system controller display screen had a malfunction and was not displaying anything. They completed a self test and all alarms and lights functioned appropriately but the screen returned to a blank screen that was backlit. The patient did not lose power to their left ventricular assist device and the green circle of life remained on. They did not complain of any symptoms. They came in the next day and had their system controller exchanged as advised by their abbott representative and physician. Log files captured nothing remarkable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of the display screen not working properly was confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6). The submitted and downloaded log files were first reviewed, and no atypical alarms or events were observed. The pump maintained a speed within the expected range without issue while the driveline was connected. During preliminary testing of the controller, the reported event was reproduced; the lcd display was bright white and could not clearly display parameters. Aside from the issue with the display, the controller was found to perform as intended. The controller supported pump function without issue and alarmed appropriately to all conditions imposed on the controller. The controller was then opened, and the lcd screen was replaced with a test lcd screen. Following this replacement, the display issue resolved, and the controller passed all steps of functional testing. The root cause of the reported event was determined to be an issue with the lcd screen. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU), under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.